Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and it was observed that the non patient end of the cannula was broken. Due to the condition the sample was returned no clog testing could be carried out. Investigation conclusion: visual examination was carried out on the returned sample and photos and it was observed that the non patient end of the cannula was broken. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. Root cause description: it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during use of the bd micro fine plus¿ insulin pen needle the patient couldn't press the button on the pen. The drug didn't come out.